Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of (B) (6) adverse events on (B) (6) 2010.

Event description:
Pt enrolled into the (B) (6) trial. Pre-discharge the pt had a second degree heart block and had a dual chamber pacemaker implanted. The pt experienced symptomatic bradycardia. The pt recovered without sequelae.